Event description:
It was reported the patient felt pain "where the lead is implanted when pressure is applied to the left hip area." It was stated the pain began after the device was programmed. It was stated the device was effective in controlling bladder and bowel function, but pain stimulation was "hit or miss", and she did not experience it "all the time." Troubleshooting was suggested.

Manufacturer narrative:
(B)(4).